Event description:
Device malfunction: difficult to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip failed to deploy. Hemostats were used to release the clip, but hemostasis was not achieved. Hemostasis was achieved using manual compression. The location of the clip is unk. There were no adverse pt effects reported. Though requested, no additional info. Was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.